Event description:
It was reported to boston scientific corporation that a dakota basket was used in the urethra during a lithotripsy procedure performed on (B)(6) 2022. During the procedure, a dakota basket was used to remove stones. The basket opened and closed on the first and second time. However, it failed to open on the third time. The physician attempted to open several times but the handle broke. The stone in the kidney could not be removed from the patient and the procedure was rescheduled on (B)(6) 2022. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(6). (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental medwatch will be filed.